Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it remains implanted with no revision scheduled at this time. The device history records for all devices intended to be implanted were reviewed (sk12 and 1405-4005) and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. It was reported that approximately 6-8 weeks after an initial bunion surgery, the joint was not fused/healed and the medial plate was found broken upon reviewing radiographic images taken from a postoperative follow-up. Although a number of factors could have contributed to the breakage of the plate, it likely was subjected excessive bending stresses which led to the breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery, one plate was found broken upon reviewing radiographic images from a postoperative follow-up. The joint was not completely fused/healed. The device currently remains implanted with no revision scheduled at this time.

Event description:
It was reported that after an initial bunion surgery, one plate was found broken upon reviewing radiographic images from a postoperative follow-up. The joint was not completely fused/healed. Additional information indicates the patient was non-compliant and did not wear their cam boot post-operatively. As a result, all hardware was removed on (B)(6) 2019 and the site was revised with tmc devices. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
The following additional information was received on 12/10/2019: all hardware was removed in a revision surgery on (B)(6) 2019 the patient was non-compliant and did not wear their cam boot post-operatively. The site was revised with tmc devices. The patient had a high bmi. The device was discarded. Updated data: b1: adverse event & product problem. B5: it was reported that after an initial bunion surgery, one plate was found broken upon reviewing radiographic images from a postoperative follow-up. The joint was not completely fused/healed. Additional information indicates the patient was non-compliant and did not wear their cam boot post-operatively. As a result, all hardware was removed on (B)(6) 2019 and the site was revised with tmc devices. There was no other report of any patient impact or injury as a result of this event. H1: type of reportable event: serious injury. H3: device was not evaluated by the manufacturer as it was discarded. H6: patient code(s) - 2369 fracture, delayed union 3191 no code available (revision/additional procedure). New information: b2: required intervention to prevent permanent impairment/damage (devices). B4: date of this report: 01/09/2020. B7: high bmi. D7: explanted on (B)(6) 2019. G3: new information was reported by a distributor. G4: new information received by manufacturer on 12/10/2019. H2: follow-up type - correction & additional information. H10: additional narratives/data - manufacturer narrative & corrected data.